Event description:
The customer stated the cells were overflowing with water and they were getting erroneous results on most samples. It was unknown how many samples were involved. Three sets of ion selective electrode (ise) results were provided. Result 1: original sodium result was 171 mmol/l and the repeat was 186 mmol/l. Result 2: original sodium result was 180 mmol/l and the repeat was 167 mmol/l. Result 3: original potassium result was 10.5 mmol/l and the repeat was 3.8 mmol/l. The customer stated some erroneous results were reported outside the laboratory and 15 results were corrected. She did not know how many were reported or if any patients were treated. She stated she did not received any calls from the doctors or anyone else questioning a result or concerning that a patient has been given treatment due to the results that were reported. The sodium electrode lot number was v44 with an expiration date of 04/30/2014. The potassium electrode lot number was a81 with an expiration date of 10/31/2013. The field service representative found there were a fluidics failure and a clogged vacuum line. He cleaned the line, performed mechanism checks and determined the analyzer was operating to specifications. The customer ran qc. Follow up with the customer confirmed the issue was resolved.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the lack of information from the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.